Event description:
New information states that the date of procedure was (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade. It was noted that the right ventricular lead on the left side pacemaker system exhibited noise. The lead was turned off and an upgrade was implanted on the right side. The patient was stable.